Event description:
It was reported that a general pm check was being performed on the pump at the hosp and the device would not detect the presence of a "significant size" air bubble. There was no clinical involvement.